Event description:
It was reported that the sites were having issues with the handheld and it froze on the interrogation successful screen when the physician tried to interrogate the patient and they could not get any readings out of the device as it was frozen. The site could fix the issue by re-seating the flashcard. The manufacturer has already identified that under certain type of conditions, this screen freeze event can occur with the dell x5 handheld computer.